Event description:
It was reported that (3) devices were used during a thoracic procedure. It was reported by the affiliate that the first tct75 instrument was loaded with "peri-strip" for the procedure and clamped into position completely by consultant surgeon. The firing knob was unable to be advanced. The 2nd stapler, which was an alternate, was fired without problems with the "peri-strips" mounted for 4 firings. However on the 5th firing (trt75), again the firing knob would not advance. Another instrument was used with no pt consequence.